Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer removed the cartridge and heard a pop noise. Reportedly, insulin began leaking from the cartridge. Customer was able to successfully reload the cartridge and resume insulin delivery. There was no impact to customers blood glucose level.